Manufacturer narrative:
This device involved in this event has not been returned for evaluation.

Event description:
It was reported from (B)(6) that during the treatment of an aneurysm, the embolization coil stretched and prematurely detached within the parent artery while positioning. Attempts to remove the entire system and retrieve the coil with a catch device were unsuccessful. The coil was tacked in place to the vessel wall using an lvis device successfully. The patient was reported to be good, however her movement is limited.